Event description:
The fiber optic was zeroed and connected prior to introducing to the subdural space. After introduction it was impossible to obtain a valuable (true) reading. The connections were verified and it appeared the fiber optic was not working correctly. Even after manipulating it appeared that the catheter had moved from the subdural space causing an error message of e08 to appear. This error message did not resolve after numerous attempts to correct. It was necessary to replace the catheter to continue to monitor the pt.